Manufacturer narrative:
The device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during service repair/pre-testing, it was observed that the tip on the craniotome device was bent. The event was no related to surgery, there was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.